Event description:
Pt changed the infusion set on (B)(6) 2013 at 7:00 p.m., and she ate 2.0 be for dinner and delivered a 4.0 i.e. Bolus. Her blood glucose was 233 mg/dl at 11:00 p.m., and she delivered a 1.5 i.e. Bolus. Her blood glucose was 194 mg/dl on (B)(6) 2013 at 6:00 a.m., and she ate 2.5 i.e. For breakfast and delivered insulin via the infusion device. Her blood glucose was 202 mg/dl at 10:00 a.m., and she delivered a 2.5 i.e. Bolus. Her blood glucose was 228 mg/dl at 12:00 p.m. She smelled insulin and noticed the self-adhesive of the infusion set was wet. She changed the cannula, ate 3.0 be, and delivered an 8.0 i.e. Bolus. She did not require treatment from a health care professional or second party to address the issue. The infusion set was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.